Manufacturer narrative:
Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer states she was using a heating pad in bed and fell asleep. When she awoke in the morning she smelled burning and is alleging that her heating pad had a burn hole in it. There was not a report of injury with this incident.